Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-jun-2024, it was reported that the patient faced that there was blockage in the tubing. The patient changed supplies as necessary and resumed insulin therapy. No further information available.